Event description:
The patient reported that since receiving some appropriate shocks, the device has been beeping every day. The patient understood that the beeping was due to the device attempting to send a special remote transmission. Follow up to determine the reason for the device alert was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4296-88 lead implanted: (B)(6) 2012. (B)(4).